Event description:
It was reported that the patient had a shocking or jolting sensation when near a home modem or microwave. The patient got a new modem for their home (B)(6) 2015. When the patient got near that modem they felt a shocking in their head on the right side where the leads were. Since (B)(6) 2015, the patient also felt this feeling when they were by the microwave. The implantable neurostimulator (ins) was implanted in the chest and the leads were going up in the head. They were implanted for face pain. The patient asked about compatibility for dental x-rays. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).